Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was unknown at the time of incident. The customer stated that there was no difference between two beep volumes. The customer also stated that the insulin pump had software error detected and hardware low level failures. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Software error found in the pump history linenumber = 5632 and filenumber = 2005 due to software error.hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning